Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; a segment of glass cap distal to the fracture is missing but the distal end of the glass cap is still attached to the metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4).

Event description:
It was reported that the laser kept flashing and going into standby @ 345,284 joules. Gland volume 70 ml. Time expended 40 minutes.the procedure was completed using a second fiber. There were no injuries to patient reported.